Event description:
It was reported that far field r-wave (ffrw) oversensing after a v sense was seen on the right atrial (ra) lead. The ffrw oversensing could not be resolved by adjusting the atrial sensitivity. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri58 lead, implanted: (B)(6) 2012, (B)(4).